Manufacturer narrative:
(B)(4). Batch #u5a817. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after previous successful firings of plee60a and gst60g with seamguard, the device fired and during the powered return of the knife blade, the device stopped and became stuck on the gastric tissue. By phone based guidance, they ran through the usual trouble shooting steps. It was decided that using the manual knife blade return was the only viable option available at that time. The manual knife blade return worked and the stapler was able to be removed from the gastric tissue. The procedure was delayed by 8 minutes. Another plee60a was successfully used for the balance of the case. Dr reported that the staple line looked sound and later reported (10 pm) that the balance of the case went smoothly and the patient was doing well.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2020 investigation summary the analysis found that one plee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, however, did not achieve and complete its firing sequence. The device was again tested for functionality by manually pressing on the door right above the firing switch actuator. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The test door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch is manually pressed down. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.